Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). During the index procedure, the patient received a 2.25x12mm taxus express2 stent in an unknown anatomy location. (B)(6) 2011 - the patient experienced a mi with recurrent ischemic symptoms lasting 10 minutes or more. There as no new st elevation, depression or bundle branch block. Repeat angiography and cardiac enzymes were performed. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).